Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced severe hypoglycemia episodes while using the ilet bionic pancreas, with cause unclear and no alerts or alarms described. Symptoms included low blood glucose with unspecified manifestations consistent with hypoglycemia. Outcomes included no reported hospitalization, medical intervention, or other assistance. Investigation included a review of available complaint details and attempts to obtain additional information from the user. Investigation of this case revealed insufficient information to determine a device malfunction or user-related cause. It was concluded that the event was not confirmed to be device related and the cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.